Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed blood glucose levels exceeding 300 mg/dl shortly after the patient consumed coffee with creamer and later identified that the infusion set tubing had not been primed during the last supply change and the insulin cartridge was inserted before rewinding the ilet, with the issue resolving after a full supply change; the device component involved was the tube and the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue involving improper or incorrect procedure related to the tubing and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.